Event description:
As reported, a foreign body (identified as an evergrip33 insert) was noted during a scan in the retro-abdominal cavity of a patient who had undergone aaa surgery in (B)(6) 2012. The operation had been completed "successfully" approximately 3 months earlier. The evergrip 33 insert and cosgrove flexible clamp were used in the procedure, as is standard practice. The loss of the insert was not noticed during the surgery. The surgeon assessed the patient and decided it was too risky to attempt a new surgery to retrieve the insert and it remains in the patient. Additional information revealed the clamps involved in the incident ranged in age and were returned to the manufacturer for rework/repair and have been put back into service. The inserts were new (unused). Standard procedure and inspection was applied during the attachment process. There was nothing unusual noted prior to use.

Manufacturer narrative:
The insert remains in the patient and cannot be returned for evaluation. A lot number was not provided; therefore, a review of the manufacturing records could not be completed. Inserts and clamps are re-usable products; inspection and proper attachment of inserts must be done by the customer. After review of the available information, the cause of the event cannot be determined with any certainty. No actions will be taken at this time.